Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that while priming the circuit, the device entered false liver on board mode. It was noted that arterial pressure was noted to be high and out of range at over 80 mmhg. Troubleshooting was attempted, included checking the circuit for kinks and/or air. The issue was unable to be resolved, and the set was removed and replaced. Liver was successfully transplanted following perfusion.